Event description:
It was reported that when the single use 3-lumen sphincterotome v was opened, the knife wire was already broken. The issue occurred during setup/inspection for use. The procedure was completed by replacing it with another one. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported issue broken cutting wire was confirmed. The following reportable malfunctions were identified during the device evaluation: the broken portion of the cutting wire was scorched and melted. Therefore, it is determined that the subject device was energized. Based on the investigation result, probable cause of the mechanism causing the cutting wire breakage might be the following: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A probable factor causing tears of the coated portion of the cutting wire: it is probable that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. However, the exact cause could not be determined. The following phenomenon was additionally found: the covering of the knife wire was peeled and dislodged. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the cutting wire and the coated portion was measured. The distal side of the coated portion was missing approximately 1.0-5.0 mm. Based on the investigation result, it can be inferred that some kind of force might have applied to the coated portion of the cutting wire when the device was withdrawn from endoscope after the coated portion of the cutting wire has torn. This might have caused the coated portion of the cutting wire to detach from the cutting wire. As a result, the coated portion was partially missing. The event can be detected/prevented by following the instructions for use which state: drawing number and revision number of IFU: rk2599 /02 ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿ do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿ if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.